Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Large buildup of tissue was observed at the jaws. There were no nonconformances observed to the jaw. The hemopro shaft was bent approximately 1" below the base of the jaws at the pivot point. No other non-conformance was observed. The most probable cause is improper insertion of the hemopro tool into the cannula. The IFU instructs the user to hold the harvesting tool approximately 6" from the tips before inserting through the tool port adapter. The hemopro was bent after it came in contact with the either the opening of the tool port during or the internal components of the cannula insertion of the device. The certificate of conformance (c of c) was reviewed for the shaft. The vendor certifies that this device lot conforms to all applicable product specifications. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed for mechanical issue/jaws broke, but confirmed for "bent shaft." (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip broke two inches from distal tip during a branch dissection. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6), stated while branch division the hemopro tip broke 2 inches from distal tip. Another device was opened and same incident occured. Another device opened and case was completed. No patient effects occured and case was completed.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip broke two inches from distal tip during a branch dissection. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip broke 2 inches from distal tip while during a branch dissection. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6), stated while branch division the hemopro tip broke 2 inches from distal tip. Another device was opened and same incident occured. Another device opened and case was completed. No patient effects occured and case was completed.